Manufacturer narrative:
Sample from the patient was submitted for investigation. An interfering factor to streptavidin was found to be present in the sample. This interference is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) results for one patient sample from the cobas e602 analyzer when compared to the results from centaur and architect analyzers. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the tsh assay and (B)(6) for the ft4 assay. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.